Event description:
It was reported that during procedure to treat heavily calcified and moderately tortuous left circumflex (lcx) using the diamondback 360 coronary orbital atherectomy device (oad), after ten treatments at 80,000 rotations per minute (rpm), the rotational speed was increased to 120,000 rpm. Shortly thereafter, there was unexpected mechanical resistance. It was noted the treatment was performed distal to proximal and then bidirectional. An immediate angiographic assessment revealed an abnormality suggesting structural damage near the crown. The procedure was discontinued and a buddy wire was placed at first. Subsequently, the oad and the viperwire coronary guidewire were removed from the patient's body without additional complications. Upon visual inspection of the retrieved device, it was determined that the driveshaft distal to the crown had detached. As per the physician, the issue occurred due to excessive force that was applied, causing the driveshaft to become wedged in the calcium. The detached driveshaft could be retrieved from the anatomy without difficulty due to the larger-diameter tip of the viperwire guidewire. No additional intervention was required as the driveshaft could be removed together with the guidewire. There was no patient injury or adverse clinical outcomes.

Manufacturer narrative:
A visual inspection, functional testing and detailed analysis were performed on the returned device. The reported driveshaft fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported, material separation appears to be related to circumstances of the procedure. Detailed analysis of the driveshaft fracture shows evidence indicating that the fracture occurred while spinning in an elevated stress environment. This is consistent with reported details which state "the issue occurred due to excessive force that was applied, causing the driveshaft to become wedged in the calcium". However, the exact cause of the fracture remains unknown. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b7, d9, g3, g6, h2, h3, h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during procedure to treat heavily calcified and moderately tortuous left circumflex (lcx) using the diamondback 360 coronary orbital atherectomy device (oad), after ten treatments at 80,000 rotations per minute (rpm), the rotational speed was increased to 120,000 rpm. Shortly thereafter, there was unexpected mechanical resistance. It was noted the treatment was performed distal to proximal and then bidirectional. An immediate angiographic assessment revealed an abnormality suggesting structural damage near the crown. The procedure was discontinued and a buddy wire was placed at first. Subsequently, the oad and the viperwire coronary guidewire were removed from the patient's body without additional complications. Upon visual inspection of the retrieved device, it was determined that the driveshaft distal to the crown had detached. As per the physician, the issue occurred due to excessive force that was applied, causing the driveshaft to become wedged in the calcium. The detached driveshaft could be retrieved from the anatomy without difficulty due to the larger-diameter tip of the viperwire guidewire. No additional intervention was required as the driveshaft could be removed together with the guidewire. There was no patient injury or adverse clinical outcomes.